Event description:
This pt was adimtted for a coronary angiogram. The pt and vessel information is unk. Information has been requested. This was a difficult pt with tortuous anatomy and a distal lesion. The physician had difficulty crossing the lesion to place a cypher stent. The stent was displaced and the balloon was used to push the stent up against the wall of the artery. The left main artery was disected on tying to remove the cypher stent. The pt went into shock and the pt died on the table.